Event description:
Facility reported that there was a blood leak in the dialyzer. Ebl 250cc. The nurse was not able to tell how many times the dialyzer was used. There was no pt injury reported. A sample envelope was sent to the clinic on 11/18/96.